Event description:
This report is based on information provided by a third-party service technician, a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device encountered these error messages, attention-datalink / cell phone internal module fault and atteniton-printer disabled. The unit was removed from service.